Event description:
It was reported that oversensing of the patients atrial arrhythmia was observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) device. This resulted in inappropriate anti-tachycardia pacing (atp), pacing inhibition with greater than 2 seconds of asystole and an inappropriate shock while the patient was sleeping. Subsequent follow-up was performed with the patient in clinic. A chest x-ray confirmed that the rv lead position was good. The device was reprogrammed to adjust the rv sensitivity with no further issues. The products remain in-service. No adverse patient effects were reported.